Event description:
It was reported that during procedure, the fiber shattered and broke from the connector in the middle of the procedure. The procedure was completed using another of the same device. There were no patient complications.